Manufacturer narrative:
H7: recall and notification selected; correction number added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal fentanyl via an implantable pump for spinal pain indications. It was reported that the reason for the call was the patient reported that their pump was still beeping even though they had their pump refilled yesterday. The patient stated that they had contacted the health care provider (hcp) but they were redirected to medtronic. The patient stated that it was a single beep every hour and the last beep was 8:35 am this morning. The patient also mentioned that they increased medication and turned off the boluses. The patient stated they were having issues connecting to pump and stated sometimes they got some fluid in their abdomen. The agent had patient access my patient therapy manager (myptm) and the patient confirmed there were no alerts on it. The agent reviewed the information and redirected the patient to the hcp for further assistance. The agent would send an email to rep. The patient provided the name of their hcp. Additional information received from a manufacturer representative (rep) indicated that the patient had their pump refilled yesterday and the alarm was triggered for low reservoir. The rep stated that the patient would be going into the hcp's office next week to get the alarm silenced and the rep wanted to confirm that the pump would continue to infuse medication even though it was alarming. Information was received from a health care provider (hcp) regarding a patient receiving intrathecal fentanyl via an implantable pump for spinal pain indications. It was reported that the patient had a refill on oct 23rd and after the refill, the patient continued to hear an active alarm going off every hour. The hcp stated the patient had magnetic resonance imaging (MRI) and the pump stalled and recovered recently. The hcp stated the local rep educated them that there was a pending alarm that needed acknowledgement. Tech services assisted in locating the active alarm and how to acknowledge it. The hcp didn't see the active alarm suggesting that it was acknowledged and no further troubleshooting was needed. Tech services documented information, no further issues reported at this time.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the fluid in the patient's abdomen had been a recurrent issue since their device was implanted. They stated that it happened on "days I over do it" but then it "goes away within a couple of days". They denied any correlation with pump refill visits.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.